Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation (pfa) procedure a faradrive steerable sheath was selected for use. Sheath preparation was performed successfully. Forward flushing of the sheath showed no abnormalities. Aspiration of the sheath (whilst fully submerged) showed a very large component of air being drawn into the syringe. The air was visible in the tubing of the sheath. Further forward flushing and aspiration was performed. Light agitation of the proximal sheath was also performed. Aspiration was done in deeply submerged saline with the tip not against any surface. Air bubbles continued to appear freely on aspiration. Manipulation of the sheath 3-way tap was performed to ensure air was not entering through this point. This was also excluded by the presence of air bubbles in the sheath tubing. Covering the sheath valve during aspiration also resulted in air bubbles on aspiration. The sheath was replaced, and the procedure was completed without patient complications. The patient had not entered the lab when the issue was discovered, and the sheath was still on the prep table. The sheath is not expected to be returned as it was disposed.